Manufacturer narrative:
The soft cannula was observed to be stretched and damaged, however, the timing and cause of the damage could not be determined. During the investigation, the damage did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The download data shows that the device generated an 0x18 alarm, indicating the pod had reached an empty reservoir. Investigation confirmed an empty reservoir. The downloaded data did not generate any timeouts or drive stalls that would indicate the device struggled to deliver insulin. No other damages or defects were found that would result in a failure to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 267 mg/dl while wearing the pod between 4 and 24 hours on the arm. As treatment, a bolus was delivered through the pod and a new pod was eventually applied. The patient's blood glucose history is as follows: time, bg(mg/dl), "before bed", 267, 1:30am, 213, 2:07, (pod was removed).